Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the nurse stated that the patient had a catheter implanted on (B)(6) 2024. After the catheter was implanted, the injection was smooth but the drainage was not smooth so the patient was admitted to the hospital, but it never improved. The catheter was not repaired. No cleaning agent used on the device. There was no luer adapter issue. The site never used sepsiderm to clean catheter. No ointment(s) utilized at the exit site. No wound dressing(s) utilized. No treatment (lotions/ointments, medications) by prescription or over-the-counter (otc) used.

Event description:
According to the reporter, the nurse stated that the patient had a catheter implanted on (B)(6) 2024. After the catheter was implanted, during operation after line connection, the injection was smooth but the drainage was not smooth and there was inadequate drainage so the patient was admitted to the hospital, but it never improved. The therapy was not completed. The catheter was not repaired. No cleaning agent used on the device. There was no luer adapter issue. The site never used sepsiderm to clean catheter. No ointment(s) utilized at the exit site. No wound dressing(s) utilized. No treatment (lotions/ointments, medications) by prescription or over-the-counter (otc) used. Nothing else unusual observed on the device prior to use. Flushing/priming done prior to use and the result had no problem. No other products being utilized with the device. No other defects/damages found on the product. The line was not hard to flush with the syringe. There was no blood return prior to syringe flush. No anti coagulation (tpa, heparin) used. No remedial action performed to address the issue. There was no blood loss. Blood transfusion was not required. No other medical intervention/treatment required as a result of the event. The patient's status after the event was in good condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the nurse stated that the patient had a catheter implanted on (B)(6) 2024. After the catheter was implanted, during operation after line connection, the injection was smooth but the drainage was not smooth and there was inadequate drainage so the patient was admitted to the hospital, but it never improved. The therapy was not completed. The catheter was not repaired. No cleaning agent used on the device. There was no luer adapter issue. The site never used sepsiderm to clean catheter. No ointment(s) utilized at the exit site. No wound dressing(s) utilized. No treatment (lotions/ointments, medications) by prescription or over-the-counter (otc) used. Nothing else unusual observed on the device prior to use. Flushing/priming done prior to use and the result had no problem. No other products being utilized with the device. No other defects/damages found on the product. The line was not hard to flush with the syringe. There was no blood return prior to syringe flush. No anti coagulation (tpa, heparin) used. No remedial action performed to address the issue. There was no blood loss. Blood transfusion was not required. No other medical intervention/treatment required as a result of the event.